Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 438 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any treatment related to high blood glucose level. The customer also mentioned that the reservoir leaked in the insulin pump. They mentioned that the insulin pump was exposed to moisture. They were unsure about the location of the leak on the reservoir. The insulin pump also received a compromised forced sensor system error and clock monitor frequency error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a33 and a12 alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with missing reservoir tube o-ring.